Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had battery off no power and motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had failed battery test after battery had been in for a little while, unexplained or random no delivery alarms requiring set change and no battery alarm. The insulin pump will not be returned for analysis.